Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for a complete pump reset, and the customer was successfully guided through the process. After the reset, the error did not recur, and the customer was able to start their sensor session without any issues.